Event description:
New information received notes the left ventricular lead was capped (B)(6) 2020 and replaced. New information also notes the implantable cardioverter defibrillator (ICD) was prominent and appeared close to eroding the skin. There was a concern from the hospital that the icds longevity was short, as the projected longevity was two to three years after only being implanted for ten months. The ICD was explanted and replaced and the new device was re-positioned more subpectorally. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of threshold anomaly could not be confirmed in the lab. Interrogation of the device revealed the device was above the elective replacement indicator when received. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event remains undetermined

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer number: 2017865-2020-04393; 2017865-2020-04394. It was reported that the implantable cardiac defibrillator (ICD) was prominent and needed to be re-positioned. The left ventricular lead and right ventricular lead capture thresholds were also elevated leading to increased output and battery use and were to be evaluated at a procedure for a possible ICD pocket revision. The leads were being monitored. The patient was stable.